Manufacturer narrative:
Concomitant medical product: 5592-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s threshold had increased and was high and that the pacing impedance had also increased and was high. It was noted that over a twelve-month period both threshold and impedance were rising steadily. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.